Event description:
It was reported that the right ventricular lead was explanted and replaced due to an unspecified malfunction. No further information was provided.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.